Event description:
Sales rep reported revision surgery. Patient has been revised to address pain. Update rec¿d 11/26/2014 - medical records received. Doi provided. Patient revised to address disability, fluid collection, synovitis and elevated metal ion levels. Upon revision, metallosis, debris, and trunnionosis were noted. The stem and sleeve are being added to the complaint. The stem remained in situ. This complaint was updated on: 12/22/14.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.   Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.examination of the reported device was not possible as it was not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combination was not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.depuy still considers this investigation closed.

Event description:
Update rec'd 02/18/2015- litigation papers received. Litigation alleges pain, metal poisoning, metallosis, metal debris, disability, physical impairment, disfigurment, and bodily injury. There is no new additional information that would affect the investigation. The complaint was updated on: 02/26/2015.